Event description:
During an ischemic vt ablation procedure, the physician noticed 3 steam pops during the procedure. A tamponade was discovered after the procedure was finished. Further information stated that after the procedure, the patient was sent to ICU. Thirty minutes later staff reported signs of tamponade, and surgery was performed to repair the ruptured ventricle . A 800ml of blood was drained and no further problems were noted after surgery and patient recovered completely.

Manufacturer narrative:
(B)(4). It was reported that the physician noticed 3 steam pops during the procedure. Bwi field service engineer confirmed that the issue is not related to the carto 3 system. Carto 3 system was operational after the event and did not require system test or service. A device history record review was performed and no anomalies were noted in manufacturing or service of the system. The carto 3 system is a non-invasive medical device and therefore, could not cause steam pop directly.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted once the investigation is completed.the ep lab staff was contacted by the bwi field service engineer. The ep lab staff stated that bwi equipment did not malfunction. The adverse event was not caused by any bwi equipment.concommitant product used during the procedure:thermocool sf nav (product is not marketed in the USA) -- product was discarded/not returned for investigation.model # unknownlot # unknown(B)(4)